Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the stockert centrifugal pump. The incident occurred in the (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the stockert centrifugal pump stopped during set up. The pump was not used for the procedure. There was no pt involvement. A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative tested the unit and found the clip that holds the revolution pump head would allow the revolution head to slide out of place and cause the pumping to stop. The service representative replaced the scp drive and performed part maintenance on the pump. The pump was returned back to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the stockert centrifugal pump stopped during set up. The pump was not used for the procedure. There was no pt involvement.